Event description:
This report summarizes one malfunction. A review of the reported information indicated that model v186040 vascutrack pta dilatation catheter allegedly experienced material deformation (kink) and difficult to insert issues. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. Patient's age, weight, and gender was not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The device was returned for evaluation and material deformation was identified. A root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model v186040 vascutrak pta dilatation catheter allegedly experienced material deformation (kink) and difficult to insert issues. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. Patient's age, weight, and gender was not provided.